Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the tip of a driver broke during surgery and was not able to be removed from the set screw. The set screw was able to be final tightened prior to the driver tip breaking. There have not been any reports of patient impacts associated with this event.

Manufacturer narrative:
UDI number: na. The returned driver was evaluated. The tip of the device was found to be fractured. The device manufacturing records were reviewed and no manufacturing issues were found. After manufacture of this device, the design was enhanced to reduce the likelihood of this failure occurring.